Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified the hypotube break at 142.4cm proximal from the bumper tip. The proximal section of the hypotube break, including the hub manifold, was not returned for analysis. A kink was also identified 140cm from tip. A visual examination of the balloon identified no issues. The device was returned with the balloon protector and product mandrel (outer diameter 0.015-inch). The product mandrel extended beyond the balloon protector. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. There was no evidence that the balloon was subjected to positive pressure. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The bumper tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that the hub was missing. A 15mmx2.75mm wolverine cutting balloon monorail was selected for percutaneous coronary intervention (pci). During preparation, the wolverine was opened and it was found that the hub is missing. The procedure was completed with a different device. There were no patient complications and the patient was stable post-procedure. However, device analysis revealed a hypotube break.